Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No signal too low and unexpected restart alarm noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. No unexpected resetting time/date after changing battery noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was 62 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal insulin pump use. The insulin pump was returned for analysis.